Event description:
A surgeon previously performed a makoplasty total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris pst hip implants on (B)(4) 2014. On (B)(4) 2015, the patient underwent revision surgery due to dislocation. The surgeon noted that the initial post operative x-rays were good, the mako cup placement was not an issue and that the dislocation most likely occurred due to patient noncompliance. The mako cup was removed during the revision surgery and replaced with a stryker cup. The head was also replaced for a different size. The outcome of the procedure was successful.

Manufacturer narrative:
Based on the reported lot, the product was manufactured around 31-aug-2012. There have been no other events for the reported lot. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened

Event description:
A surgeon previously performed a makoplasty total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris pst hip implants on (B)(6) 2014. On (B)(6) 2015, the patient underwent revision surgery due to dislocation. The surgeon noted that the initial post operative x-rays were good, the mako cup placement was not an issue and that the dislocation most likely occurred due to patient noncompliance. The mako cup was removed during the revision surgery and replaced with a stryker cup. The head was also replaced for a different size. The outcome of the procedure was successful.

Manufacturer narrative:
Device not returned